Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue. The lcd was returned to the manufacturer's product investigation laboratory. During the investigation, the root cause of the lcd malfunction is consistent with electrostatic discharge damage.